Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and could not reproduce the event in the reported problem area of the pipette assembly. The plunger clamp in the reported area of the pipette assembly was replaced. The instrument was inspected, tested without further problem, and returned to svc.